Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out of range shocking lead impedance measurements detected via the patient's remote monitoring system. Additional information received indicated that the patient was checked and a normal shock impedance measurement was obtained upon interrogation. The system remains in service. No adverse patient effects were reported.